Manufacturer narrative:
Pt. Info.: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
When the intraocular lens is inserted, pinching of the second optic was observed, producing its rupture. The intraocular lens was removed and replaced by a three-piece lens. No additional surgery or complication was presented. No further information provided.

Manufacturer narrative:
Corrected data: upon further review it was determined that the following pre-existing conditions were inadvertently missed in the initial report submitted. Field below updated to correct info. Section b7: relevant history, pre-existing condition: cataract, myopia, and pathologies. Additional narrative: distributor has not received any subsequent communication from the specialist regarding the patient, which indicates that there was no type of complication with the new lens that was implanted to replace the damaged one. Patient with good results had no visual impairments. No visual affects since the lens was changed for another with the same characteristics. Section a2, date of birth: (B)(6) 1944. Section a4, weight: 78kg. Section a5: race: white. Ethnicity: hispanic/latino. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.